Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was blood on the outer surface of the device. Device analysis determined the condition of the returned device was consistent with the complaint incident. The distal tip was damaged. The hypotube shaft was completely separated 24cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. The midshaft was kinked 2cm proximal of the guidewire exit notch. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20x3.5mm, eccentric and de novo target lesion containing a <=45 degree lesion bend was located in the mildly tortuous and mildly calcified right coronary artery (rca). Following predilation with an unspecified balloon catheter, unspecified stents were implanted on the lesion. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was then selected for use and advanced to postdilate the lesion. However, while pushing the device, it was noticed that the shaft of the balloon broke off at about 20cm away from the hub. The physician withdrew the device through the non-bsc guide catheter and non-bsc guide wire by pulling it back out. No segments of the device were left inside the patient. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20x3.5mm, eccentric and de novo target lesion containing a <=45 degree lesion bend was located in the mildly tortuous and mildly calcified right coronary artery (rca). Following predilation with an unspecified balloon catheter, unspecified stents were implanted on the lesion. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was then selected for use and advanced to postdilate the lesion. However, while pushing the device, it was noticed that the shaft of the balloon broke off at about 20cm away from the hub. The physician withdrew the device through the non-bsc guide catheter and non-bsc guide wire by pulling it back out. No segments of the device were left inside the patient. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.